Event description:
The customer received a blood glucose reading of 344mg/dl on the contour next meter, was retested on the emt meter and the reading was 134mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer could not provide product information but is expected to return the test strips for evaluation. New meter and strips were sent to her.

Manufacturer narrative:
The customer did not provide product information, so it was not possible to determine a manufacture date.